Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided for evaluation by our quality engineer. Through visual inspection, a leak was observed between the stopper ribs. There was no damage or molding defect noted that could have contributed to the reported leak and the stopper was properly assembled to the plunger. A device history review was performed for the reported lot 1904245, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1904245 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Investigation conclusion: upon visual inspection of these pictures, it can be observed leakage between stopper ribs no damage or molding defect can be observed in the syringe that could have caused this defect. The stopper is correctly assembled to the plunger. DHR of lot 1904245 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of 50ll lot 1904245 are evaluated. Upon visual inspection of these samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. Root cause description: based on the available information we are not able to determine a root cause at this time. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was leakage at the plunger. Foreign complaint the following information was provided by the initial reporter, translated from french to english: leak in the piston of a bd plastipak 50ml luer lock syringe.